Event description:
It was reported that the implantable cardiac monitor had an electrical reset and was now at end of service. The device was reset after the electrical reset occurred and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).